Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 1:30 pm for a high blood glucose level of over 600 mg/dl. The customer was wearing the pump during hospitalization but then was taken off. The customer was not using the insulin pump correctly. The customer declined troubles hooting the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.